Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. The patient had inaccurate cgm values 10 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was feeling like she is about to pass out. They called 911. The reporter was unable to confirm if there was an alert on the receiver regarding the low cgm readings during the event. There were no cgm nor bg values taken before calling 911. The reporter treated the patient with baqsimi nasal spray (glucagon) before the paramedics arrived. Upon arrival of the paramedics, they took a bg reading which was 16 mg/dl and the cgm reading was 70 mg/dl. They treated the patient with glucose IV. They left when the patient felt better. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.